Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of unit's spo2 cable.

Event description:
The customer reported a failed cable on the dpm 5 monitor resulting in intermittent spo2 readings. No pt injury was reported.